Event description:
The advocate alleged that the customer's blood glucose readings had been higher than usual. He also alleged that the customer performed a control test and received a result of 500 mg/dl. A normal control range was not able to be provided, but should be around 100-140 mg/dl. The advocate did not allege any adverse events. The advocate did not have the customer's testing supplies at the time of the call, so troubleshooting was not possible. No product will be returned at this time.

Manufacturer narrative:
The advocate did not have the customer's testing supplies with him at the time of the call, so it was not possible to gather product information. It's not possible to determine a manufacture date without a meter serial number, or a reagent lot number.